Event description:
Customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and was instructed by technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the customer was able to successfully load a cartridge onto the pump and resume insulin.